Event description:
A baxter service technician reported finding a colleague infusion pump with "stop key does not work properly". This event occurred during product evaluation. There was no patient injury or medical intervention necessary. No additional information is available.

Event description:
Baxter received a report that the spike of the set was broken during connecting to the uv twin bag with clean flash. An error occurred during the process and the cover was locked. When the cover was opened manually, the broken spike was found. This set had been used for 115 days. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B) (4). A baxter service technician evaluated the pump. During service, "stop key does not work properly" was discovered. The pump head module (phm) key pad harness had a small cut. The phm key pad was replaced. The pump passed all functional tests and was returned to the customer. There is an ongoing CAPA investigation, (B) (4) that is associated with this report.

Manufacturer narrative:
(B) (4)the software (B) (4) and will be categorized as a colleague 2006.

Event description:
It was reported that the lead exhibited high thresholds. The lead was capped and replaced.